Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire had difficulty advancing into the vessel and imaging revealed a dissection in the internal carotid artery (ica). The physician placed two unplanned additional stents to cover the dissection and the procedure was completed successfully with no further complications.